Event description:
While preparing to perform a breast biopsy the control module didn't have any power. The doctor swapped the control module with his other control module and completed the case with no patient consequence.